Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5ap92. Device analysis: the analysis results found that a sr75 reload was received with the left gripping surface damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a right hemicolectomy, upon nurse's reload insertion into the ntlc75; dr. (B)(6) could not fire the device. None of the drivers were being pushed out from the reload. The reload was replaced with a new sr75. The next firing was completed smoothly without any difficulty. There were no patient consequences.